Manufacturer narrative:
Supplemental report submitted to include engineering evaluation. The device was not able to be identified after it was returned. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of sheath distal tip torn and resistance were confirmed per evaluation of returned imagery. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during the commander advancement the system was going smooth and during the advancement when it came out of the sheath, the doctor stated there as a jump. They looked under flouro and did not see anything so they perceived it was just the valve coming out of sheath. The case went great with no complications. When sheath was removed, they noticed the tip of the sheath was torn and this was confirmed with imagery provided.'' Per imaging evaluation, tortuosity and calcification were present in the patient's access vessel. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. Additionally, calcification and tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead the valve struts to catch onto the sheath distal tip, tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity and calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Device not returned. Investigation is ongoing.

Event description:
As reported, during advancement of commander through sheath, the system was going smooth when valve and commander came out of sheath, the physician felt a jump. They looked under flouro and did not see anything so they perceived it was just the valve coming out of sheath. All seemed good and there were no problems advancing commander after that. When procedure was completed without any difficulties, the esheath was removed and the distal tip of sheath was noted to be torn but intact. No complications occurred. Closure was successful. There was no harm to patient.